Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. A 5 x 120 mm armada 35 balloon catheter could not inflate at all. The procedure was completed with an unspecified armada 35 balloon catheter. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The correct date for the final MDR (follow-up 1) is 04/26/2018.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon inflation was confirmed due to a rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.